Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two truetome 49 devices used during the same procedure. It was reported to boston scientific corporation that a truetome 49 was used in the cannulation of ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second truetome was used; however, the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different tome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 49 was analyzed, and a visual evaluationnoted that the exposed cutting wire was detached and blackened with a non smooth surface. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis of the returned device, the exposed cutting wire was found detached and blackened with a non smooth surface. The failure found could had been generated if the device was not completely in contact with the tissue during energization or if there was contact between the scope and the cutting wire while electrical current was applied. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to the first of two truetome 49 devices used during the same procedure. It was reported to boston scientific corporation that a truetome 49 was used in the cannulation of ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second truetome was used; however, the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different tome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.